Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was in clinic when a short margin between device reaching eri and eol was observed. The patient was asymptomatic. The device was explanted.

Event description:
New information received states that the patient's condition was good after the procedure.

Manufacturer narrative:
No conclusion code available; the reported field event of short eri-eol margin was confirmed in the laboratory and was due to premature battery depletion. Based on all available parameter and usage information, device longevity was found to be below the expected limits. The original battery was returned to the vendor for further evaluation. An internal anomaly within the battery was found to be the cause of the premature battery depletion.